Event description:
Technician alleged that the head end brake casters will lock, but they swivel around. No injury or patient impact.

Manufacturer narrative:
Technician found broken brake caster supports. The technician replaced the brake caster supports to resolve the issue.